Event description:
On (B)(6) 2016, I had two allergan biocell textured implants (silicone inside) put into my body as a result of a bi-lateral mastectomy due to breast cancer. I received a letter dated (B)(6) 2019 from allergan explaining that there was an "important product safety alert for biocell textured breast implants and tissue expanders." And that on july 14, 2019, allergan announced a voluntary worldwide withdrawal of unused stock of biocell textured breast implants and tissue expanders from doctors' offices and hospitals, and a suspension of any future sales which is part of the voluntary recall of biocell textured breast implants and tissue expanders. As a result of the manufacturer recall and the potential for additional cancer exposure due to the textured implants, I opted to have the allergan biocell textured implants removed and replaced with smooth allergan breast implants (silicone inside). On (B)(6) 2020, I had my allergan biocell textured implants removed and replaced. Only four years from when I initially had them placed in my body. During my surgery on (B)(6) 2020, my plastic surgeon noted that my left allergan biocell textured implant had ruptured. This was somewhat surprising given the fact that I had a MRI in (B)(6) 2019, and there was no indication of a rupture. The surgeon also confirmed that the same left implant had also shifted its position in my body which my surgeon suspected prior to my surgery based on a visual physical exam. The MRI showed no abnormalities in my allergan biocell textured breast implants. FDA safety report ID# (B)(4).